Event description:
The customer reported that an aystole alarm did not sound from the information center and beside monitor.

Manufacturer narrative:
(B)(4): the customer reported that an aystoe alarm did not sound from the information center and bedside monitor. The available information does not indicate that the use of these devices was related to the death of this patient. While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.